Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - due to an alert from the patients ICD, the patient visited the hospital and a device check was performed. It was determined that a lead conductor cable broke. This lead was capped and the lead and ICD were replaced.